Event description:
It was reported that the radiopaque tip of the bifurcated delivery system detached during retraction of the inner core. Reportedly, the physician also experienced difficulty in deploying the right limb of the bifurcated device. The physician rotated the device several times while attempting to remove the inner core which appeared to be caught on the distal end of the left limb of the bifurcated device. The physician performed a fem-fem bypass and coil embolization to complete the procedure and left the tip in the patient. It was reported that the patient tolerated the procedure well. Additional information: the patient presented with stents already in both the left and right common iliac. Thrombosis was present in proximal and distal end of left iliac stent.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Copy of voluntary report (B)(4) was received. The bifurcated delivery system, dilator, and introducer sheath were returned for evaluation. The bifurcated delivery system was missing the welded wire and device tip. The introducer sheath was kinked along its entire length, and the dilator was kinked and damaged near the proximal tip. It is unclear if the kinking to the dilator and the introducer sheath occurred during the procedure or during the return shipping process. Gouge marks and damage was noticed on to the dilator tip which may have been caused by the patient's calcified anatomy. The bifurcated delivery system retained the clear plastic rear anchor which is bonded to the gray innercore of the delivery system. However, the ipsilateral limb sheath that is bonded to the clear plastic rear anchor was missing. Visual and functional evaluation of the returned devices indicated that the devices were manufactured to specification. The device instructions for use indicate: catheter advancement should be performed under fluoroscopic guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. Vessel or catheter damage may occur. Care should be taken in areas of stenosis, intravascular thrombosis or in calcified and/or tortuous vessels. Based on the review of the event, information available, manufacturing records, and previous complaints, the cause for the reported tip detachment appears to be most likely related to patient anatomy and device manipulation. Review of the device history records did not reveal any nonconforming material records associated to this lot.